Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the box of the lead and the connector labeling on the lead did not match during an implant attempt. The lead was not implanted and was returned. No patient complications have been reported as a result of this event.